Event description:
A (B)(6) male underwent evar on (B)(6) 2013. The physician placed one zenith low profile aaa endovascular graft main body and two zenith flex with spiral-z technology aaa endovascular graft iliac legs. There became thrombosis of evar. After thrombosis the physician decided to explant the evar and performed an open procedure on 07/30/2013. No adverse effects to the pt were noted.

Manufacturer narrative:
Pt and device codes: thrombus and occlusions are labeled in the IFU. Event evaluation: still under investigation.